Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
It was reported that a distal clavicle plt 3.5mm 12 hole, right broke post-op as the patient was taking off their shirt. The plate was explanted. No other patient consequences were reported.

Manufacturer narrative:
A visual examination under magnification of the returned clavicle plate was performed. The plate was fractured into two pieces. The fracture occurred in between the second slot from the left side of the plate. The fractured surface appeared mostly grainy. Plate breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone, improper screw insertion/removal, and improper surgical implanting, technique. No definitive conclusion can be made. Updates made to: d4 (UDI), g4 (510k), h2 (additional information, device evaluation), h3 (device evaluted by manufacturer), h6 (component code, type of investigation, investigation findings)